Event description:
It was reported that the battery was depleting too fast. There was no reported impact to the customer¿s blood glucose level. A replacement pump is expected to be provided. No additional information was received regarding the outcome of the event.